Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep that during an acl procedure after the doctor drilled the first tunnel, the ar-1204as-95 flip cutter was stuck in the open position. The surgeon removed the flip cutter by snapping the top jaw, all pieces were removed. The second tunnel was drilled and the same issue occurred the surgeon drilled a full tunnel and removed the flip cutter by breaking the top jaw.